Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address alval, milky fluid, pain and elevated metal ion levels.

Manufacturer narrative:
Patient was revised to address alval, milky fluid, pain and elevated metal ion levels. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of provided medical records did not identify a root cause for the reported problem. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address alval, milky fluid, pain and elevated metal ion levels. Update: (B)(6) 2012- litigation papers received. In addition to what was previously reported, it is also alleged that the patient suffers from pain, discomfort, and inflammation. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear metallosis and elevated metal ions. Corrected date of implant and update product details. Added stem due to alleged elevated metal ions. Doi: (B)(6)2008 - dor: (B)(6)2011 (left hip)

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.